Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the surgeon closed the device but the jaws would not open again. The device was locked on tissue. The surgeon could open the device slightly so that it was possible to get the tissue out of the device. They didn't have to cut it out. The surgeon finished the procedure with another device. There were no adverse consequences for the pt. During sterilization, the jaws opened.